Event description:
During an in-clinic follow-up, loss of capture and decreased pacing impedance were observed on the right ventricular (rv) lead. Additionally, the patient experienced dizziness as a result of the event. The rv lead was capped and replaced to resolve the event. The patient was stable.